Manufacturer narrative:
It was reported that the customer called the olympus technical center, stating that the monitor was not turning on. During troubleshooting for the reported issue, the customer was assisted by an olympus representative. The troubleshooting was unsuccessful due to the customer power cord used was not an olympus recommended power cord for the device. Additional information was received from the customer stating that the reported issue was not caused by the power cord but caused by the power supply due to power not getting to the power cord. The customer reported no device will be returning and the issue will be resolve in- house. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high-definition lcd monitor was not turning on. There was no patient harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the investigation noted the device would not power on most likely due to the power not being supplied to the power cord. The device was not returned; therefore, the reported phenomenon could not be duplicated. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.